Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 45982. The downstream occlusion was damaged. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a loose downstream occlusion (dso) seal. Additionally, the ehl showed the coin battery died within a few seconds. The cause of the customer reported problem with the error code was the coin battery died within a few seconds. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative charged the pump for approximately 96 hours and replaced the dso seal. Motor, and loose upstream occlusion (uso) seal. The pump passed all functional tests and performed as intended after repair.